Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has already had 6 back operations and that some of them were related to the patient¿s devices. These surgeries were not related to normal battery depletion. The patient noted that she has had ¿several types of stimulators in her back.¿ there were no further complications reported.